Manufacturer narrative:
(B)(4). The site indicated that the incident sample was discarded. The incident generator is being returned for evaluation. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that several hours after a vaginal hysterectomy, bleeding occurred. Patient was taken back to operating room, but source of the bleeding was no found. No additional surgical action taken and bleeding stopped on its own.